Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion. The pump was programmed to deliver unspecified medication at 1136ml/hr in a 500ml non-baxter bag. The bag contained an unspecified overfill amount from the manufacturer and the pharmacist deducted the additive amount from the volume. Once the infusion completed, approximately 20-80ml medication remained in the secondary bag. The registered nurse (rn) added volume to be infused (vtbi) 50ml, then 30ml; the infusion time was extended by 3-5 minutes. The event was further described as vtbi observed on the bag was 548ml; however, the rn adjusted the vtbi to 568ml to adjust the overfill of 20ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number ((B)(6)) is unknown, therefore, the UDI number only will contain the device identifier ((B)(4)). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.